Event description:
It was reported to boston scientific corporation that 9.5 minutes into a hydrothermal ablation procedure, using a hydrothermal procedure set device, the system alarmed. According to the complainant, the physician commented that he may have moved scope which caused a small amount of fluid to leak into the cervix; the procedure was aborted. It was further reported that the patient suffered a first degree cervical burn; no medical intervention was required.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.